Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to get the light to come on his programmer. The patient was assisted in understanding the programmer and the light began working. The patient also stated that he had a ninety percent improvement after implant for "about six to eight months." However, the patient began to "go before getting to the bathroom" and was prescribed "toviaz." The patient stated that he fell on the ice and landed on his knees. The patient had his first fall "about three weeks to a month" prior to the report and the second one was around the time of the report. The patient had tried different programs and adjusted stimulation but still had a return of symptoms. About two weeks later it was reported that the patient received assistance from his health care provider or manufacturer representative on (B)(6) 2013. The patient still had concerns regarding his device or therapy so had an appointment scheduled with his hcp for (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3889-28, lot# v403349, implanted: (B)(6) 2010. Product type: lead. (B)(4).